Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinuses are dried out inside nose, coughing, choking, vomiting from choking, can't sleep, rare cancer leukemia, mds, mild fibrosis, takes a anti fungal and antibiotic. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinuses are dried out inside nose, coughing, choking, vomiting from choking, can't sleep, rare cancer lukemia, mds, mild fibrosis, takes a anti fungal and antibiotic. Patient has alleged particles in air path. Section e1 and b7 has been updated/corrected in this report.

Manufacturer narrative:
Additional information was received on aug 01, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinuses are dried out inside nose, coughing, choking, vomiting from choking, can't sleep, rare cancer leukemia, mds, mild fibrosis, takes an anti-fungal and antibiotic. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected externally and internally, observed dust-like contamination on the ui (user interface) panel, the top enclosure, the accessory module slot, the air inlet of the blower box, the bottom enclosure, and the rear panel. Additionally, there was dust-like contamination on the outside and inside of the blower motor, and on the blower motor outlet seal, unknown yellow residue on the top enclosure and the air inlet of the blower box, unknown spots of brown residue on the top enclosure, hair-like fiber in the air inlet of the blower box, additionally, there were hair-like fibers on the blower motor and the blower outlet seal, potential no clean flux on the sd (secure digital) card slot and the battery holder of the pca (printed circuit assembly), black spot of contamination, inconsistent with degraded sound abatement foam, on the bottom enclosure . Potential dried liquid spots inside of the blower motor, indicating potential liquid ingress . The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer.the manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patients symptoms. There was no evidence of sound abatement foam degradation.